Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was visually observed internally in the fibers of the dialyzer. The machine alarmed. Estimated blood loss was 250cc. Damages were noticed but not identified on the dialyzer. Treatment was completed on the same machine with a new setup. No adverse events or medical intervention required. Sample has not been returned to MFR for evaluation.

Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.